Event description:
It was reported that metal shavings were observed to be coming from the micro sagittal saw and it was heating up during a procedure. The procedure was completed successfully with no patient or user injuries, and no adverse consequences.